Event description:
It was reported that during a lap gastric bypass procedure, the white pad fell into the patient. The pad was removed through the trocar. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).